Event description:
The hospital reported that the cautery heating element of vasoview hemopro 2 bent/damaged during radial. The device was not heated for 15 seconds. No pre-test was conducted. Based on the photo provided the heating wire bent. No added incisions or time. The pa put the device in the leg and when they opened the jaws the device was frayed. The harvester took it out immediately and got a new device. The cautery was set to 2.5. No patient harm.

Manufacturer narrative:
Tw: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use was observed. The cautery heating element was observed to be bent. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/bent" was confirmed. The lot # 3000514708 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.